Event description:
Implant extraction due to patient condition, implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, infection, severe pain 2 weeks after implantation, fistula.